Event description:
After an implantation period of approx. 69 months, oversensing on the ventricular channel with inappropriate therapies was reported. The lead was explanted.

Manufacturer narrative:
The ICD and the lead under complaint were returned for analysis. Upon receipt, the lead under complaint was found cut 13 cm distal to the df4 connector pin into two segments. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The conductor cable leading to the ring electrode was found fractured in the distal end region, which is assumed to be the root cause of the reported event. Based on the characteristics of the fracture, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Prior to the analysis of the devices, the quality documents accompanying the manufacturing processes for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the functions of the devices to be as specified. The analysis did not reveal any sign of a material or manufacturing problem.